Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited an alarm for cassette not attached properly. There was no delay in therapy. There was no physical damage reported. There was no patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
H6. Investigation codes: updated investigation summary: the affected device was returned for evaluation. This device is used, decontaminated and not in its original packaging. Visual inspection performed. Physical condition of this device has scratched lcd lens, peeled downstream occlusion (dso) seal and worn upstream occlusion (uso) seal. Performed functional testing. Customer's reported problem was duplicated. During functional test the downstream occlusion sensor failed. The reported cause was inoperable dso sensor. Replaced the downstream occlusion sensor to fix customer's reported problem and bring pump into full functionality. Device passed all functional tests after repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.